Event description:
On wednesday we once again experienced a hand piece failure. We tried to re-prime the unit as we have been shown; however, the unit continued to display "check hand piece". We placed a call to our sales representative for assistance; however, she is on vacation and we were forced to open a second tx1 tissue removal system to complete the case which functioned without a problem.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # mt00296- "check handpiece" message displayed. Could not verify cause of problem through continuity or visual inspection. Poor sweep; out of phase. Suspect crystal stress was root cause of failure. The DHR for microtip lot 11613-06 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 11613-06. A review of lot history showed that there were (B)(4) reported microtip unit failures. Lot 11613-06 has a failure rate of (B)(4).